Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed proper operation through functional and performance testing. Following evaluation, the device was returned to the customer for use. The downloaded patient event record was evaluated by a physio-control clinical specialist. It was concluded that the device appropriately advised shocks on an ECG rhythm determined to be fine ventricular fibrillation. Physio-control concluded that there was a use error. The device operator did not deliver defibrillation energy when the patient¿s rhythm was shockable and the AED rendered 'shock advised' decisions. The operator did not press the shock button, but instead decided to remove the charge and perform CPR. There was no device malfunction. The device functioned in accordance with its design.

Event description:
It was reported to physio-control that the customer's device exhibited random charging of defibrillation energy when connected to a patient. An ambulance crew attended a patient in cardiac arrest and observed that their device displayed a very fine ventricular fibrillation (vf), bordering on asystole. The device constantly charged defibrillation energy, but the crew decided to remove the charge and perform CPR. No shock was administered to the patient. There was patient use associated with the reported event; the patient had expired. The patient's exact age is unknown, but they were reported to be in their 50's.